Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that there was a loose black foreign matter particle found on the sample. The particle was sent for the microscope fourier transform infrared spectroscopy (ftir) test to determine the foreign matter type. The ftir result shows that the spectrum matches reasonably with epoxy and silicone. The foreign matter was likely to be a mixture of epoxy and silicone material. Bd determined that the cause of the failure was related to our manufacturing process. Production records were reviewed, and this batch was compliant with our product specification requirements.

Event description:
It was reported that the bd luer-lock¿ syringe had dirt in it. The following information was provided by the initial reporter: "dirt in the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lock¿ syringe had dirt in it. The following information was provided by the initial reporter: "dirt in the syringe".